Manufacturer narrative:
Refer to regulatory report #(B)(4). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated therapy was turning up and down on its own. The patient reported this to the manufacturer representative (rep) a few weeks ago. Patient services suggested he should have the ins battery check in office. The patient was redirected to their healthcare provider to further address the issue.